Event description:
The customer received questionable results for parathyroid hormone (pth) stat and total prostate-specific antigen (tpsa) on their elecsys 2010. Of the provided data, there were three discrepant pth results that were reported outside the laboratory. The customer repeated the tests on a cobas c601 and sent corrected reports. The customer stated the problem has been ongoing for a few months for various assays. The first patient's initial pth result was 81 pg/ml. The repeat result was 169 pg/ml. The second patient's initial pth result was 24 pg/ml. The repeat result was 60 pg/ml. The third patient's initial pth result was 12 pg/ml. The repeat result was 35 pg/ml. There were no adverse affects to the patients from this event. The lot number for the reagent was 15918501. The field service representative determined the cause of the issue was s/r probe cover was loose and out of alignment. He re-attached and aligned the cover of the probe. He ran performance tests with passing results.